Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs, but no failure was identified. However, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer contacted their health care provider to obtain an alternate method of insulin therapy.